Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, the event that the inlet fuse box was charred was confirmed from the repair estimate inspection results, but the cause of the burnt inlet fuse box was not confirmed, so it could not be estimated. Since the subject device was manufactured over 15 years ago, its record could not be checked. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited burnt inlet fuse box. There were no reports of patient involvement.